Event description:
While undergoing dialysis it was suspected the pt have developed hemolysis. Limited information has been provided regarding this event.

Manufacturer narrative:
The revaclear dialyzer involved in this incident was discarded and not available for investigation.